Event description:
It was reported that the customer's blood glucose was 106 mg/dl. Caller stated that the customer's insulin pump was not working correctly. The numbers was ramping up and down with no input from customer. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be return for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
Insulin pump had an intermittent button response due to flatten down arrow button dome switch. No unexpected numbers ramping or scrolling noted. Insulin pump received with cracked display window corner, reservoir tube lip and minor scratches on display window.